Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The intracranial pressure monitoring catheter 110-4hm which was included in the 110-4 hmc kit would not zero prior to insertion. The catheter could not be used on the patient. The catheter will be returned for evaluation.